Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Unsolicited: pt's nurse reports pump is not moving fluid (serial: (B)(6), maintenance due: unknown). Nurse states she tried restarting it and it still is not working. Dose had to be wasted as nurse indicates she did not have gravity supplies. No adverse event reported. Pump to be returned. No further info. Reported to (B)(6) by: health professional.